Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly diagnosed with unspecified infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that on (B)(6) 2016, a patient underwent a port placement for the administration of immunotherapy. Approximately seven years, one month, and sixteen days later, on (B)(6) 2024, during flushing of the port, an infiltration occurred that began at the port site and traveled medially across the breastbone into the epigastric region. The infiltrated area was reported to be approximately the size of a thumb and was erythematous. Approximately four days later, on (B)(6) 2024, a computed axial tomography (cat) scan was performed, which revealed two abscesses. It was further reported that the patient was diagnosed with methicillin resistant staphylococcus aureus (mrsa), which was confirmed through blood cultures. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, the patient was implanted with clear vue slim implantable port for immunotherapy. Sometime after the placement procedure, when the physician tried to flush the port there was an infiltration that started at the site of the port and traveled medially across her breastbone into the epigastric region. Patient also states that infiltrated area was the size of thumb and was also erythematous. Five days later, patient was presented with abdominal wall abscess. Cat scan was reviewed which showed two abscesses. Patient had chills, blood cultures were drawn which confirmed positive for methicillin resistant staphylococcus aureus. Therefore, it can be confirmed that the patient had experienced mrsa infection, infiltration, erythema and abscess. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.